Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and possible heart block. The right ventricular (rv) lead exhibited high thresholds, increased pacing and loss of capture. The implantable pulse generator (ipg) exhibited pacing problems. The ipg and rv lead remains in use. No further patient complications have been reported as a result of this event.